Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has been received and evaluated by carefusion (cfn) failure analysis lab technician (falt). The cfn failure analysis lab technician visually inspected part. The cfn falt installed the suspect device intp a known good unit. The cfn falt reported the events log recorded multiple xdcr (transducer) faults and the exhalation differential transducer test failed. The cfn falt determined the root cause to be the transducer faults for p/n: (B)(4) rev f and reported the above are known issues, and were corrected by an internal investigation.

Event description:
The customer reported xdcr (transducer) fault while using the vela ventilator. The customer reported xdcr errors and calibrated the suspect device. The customer reported the exhalation valve calibration failed. The issue occurred during pre-use check, once the issue was discovered, the suspect device was taken out of service. The customer reported no patient involvement associated with this event.